Event description:
Report two of two received of a tubing separation at the y-site. The customer reports that the patient was sleeping and seemed to have tugged or turned causing the tubing to separate at the lower y-site. The pt was receiving a maintenance solution of d5.45ns with 20meq of potassium chloride infusing at 125cc/hr. The patient did experience bleed back that was reported to be not a significant volume and did not warrant blood work to be performed. The tubing set was changed and the infusion resumed. There was no report of delay in therapy or adverse patient effect.